Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate or verify the reported issue. The customer was sent a replacement device and the returned device was archived by physio. The cause of the reported issue could not be determined.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.